Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR.: visual and microscopic examination of the complaint device identified a break in the hypotube, 200mm distal to the catheter strain relief. Several kinks were noted along the length of the hypotube shaft. The damage noted is consistent with excessive tensile force applied to the shaft. The tip, balloon and stent sections of the device were examined and no issues were noted that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a shaft break occurred. The in-stent restenosed lesion was located in the right coronary artery (rca). The lesion was pre dilated with an unspecified balloon. The physician then advanced the 2.5mm x 12mm promus element drug eluting coronary stent system however friction was encountered. An attempt was made to push the stent further down the artery and the shaft of the device broke outside the patient. The distal section of the device was easily removed from the patient. The procedure was not completed as the physician decided the dilation was sufficient and did not implant a stent. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a shaft break occurred. The in-stent restenosed lesion was located in the right coronary artery (rca). The lesion was pre dilated with an unspecified balloon. The physician then advanced the 2.5mm x 12mm promus element drug eluting coronary stent system however friction was encountered. An attempt was made to 'push the stent further down the artery' and the shaft of the device broke outside the patient. The distal section of the device was easily removed from the patient. The procedure was not completed as the physician decided the dilation was sufficient and did not implant a stent. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.